Event description:
Meter name: ot fasttake. Strip name: one touch fasttake. Meter code: 13. Strip code: 13. Strip storage: unknown, but in good condition. Symptoms: pancreas and diabetes problems. A patient reported they were obtaining inaccurately low readings. Their meter allegedly was inaccurately low. The result on their meter was between 75-200 mg/dl. The result on the hospital meter was unknown. The time difference between patient's meter and hospital was unknown. Treatment was IV and insulin. No further info has been reported.